Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that they call the ambulance for the low blood glucose. The customer reported that the insulin pump seemed to over deliver. The customer reported that the insulin pump went off then settings were reset after turning on. The customer's blood glucose was 154 mg/dl at the time of incident. The customer's blood glucose was 176 mg/dl at the time of call. The customer's blood glucose was 51 mg/dl at the time of hospitalization. The customer stated that the blood glucose dropped to 41 mg/dl. The customer stated that they treated the low blood glucose with sugar water. The customer stated that they were off the insulin pump for less than 48 hours prior to hospitalization. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.